Event description:
It was reported that pump displayed a motor error message. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no service history in the last 12 months. The reported issue was not duplicated; however, a check clutch alarm was found during the motor drive test. The cause of the issue was a worn-out clutch.